Event description:
It was reported that the reason for revision was oncology case - not due to implant failure. The patient's bone started to deteriorate around implants on the medial side as a result of cancer. Patient was revised to gmrs proximal femur. No metal liner or shell was removed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown #5 accolade ii stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.